Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Two inappropriate bursts of anti-tachycardia pacing (atp) were delivered for an atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) recommended further reprogramming options. In addition, it was noted that after the rhythm was slightly sped up after the atp and then slowed down. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Two inappropriate bursts of anti-tachycardia pacing (atp) were delivered for an atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) recommended further reprogramming options. In addition, it was noted that after the rhythm was slightly sped up after the atp and then slowed down. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section h6 impact codes. At this time, no further information is available. Should additional information become available this report will be updated.